Manufacturer narrative:
Invacare was made aware of an event in (B)(6) involving an action 3 junior wheelchair which was manufactured by invacare (B)(4). Invacare is filing this report because the myon wheelchair, made at invacare owned invamex and sold in the us has been determined to be similar in design to the action 3 junior. The chair has not been returned to invacare (B)(4), however, when the incident first happened the wheel clutch system was checked, and the event was not duplicated. If more information becomes available a follow-up will be done.

Event description:
After using the wheelchair for several hours, the right rear wheel came off causing the child to fall. His right arm got stuck under the wheelchair fracturing his arm. The wheel clutch system has been checked and the event could not be reproduced.